Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation of material # 362725, batch # 1028018. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® est z (no additive) plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: for 5 to 6 months, the nurse has been having trouble taking blood samples with the product bd vacutainer luer-lock access device. The system is connected to the connection system, when setting up the blood collection tube (clipping), the blood does not go back into the tube. It is necessary to change the sampling tube 3 times out of 4 for the sampling to be done automatically. Using the same device with a syringe, the same problems are encountered. Nurses must go through a blood sample by changing the sample tube (until it works) or with a syringe to make up for the problem.